Event description:
Report of an unrequested bolus delivery. The report stated, "pt bolus cable, attached to apm infuser had internal default that caused an intermittent open and closed circuit between the conductors. This caused the infuser to deliver the programmed bolus dose as it simulated the bolus button being pressed and released". There were no reported adverse pt effects. Though requested, no further info was provided.